Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma (late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as: "I found a lump, I've had 2 cysts growing on the implant, I've had fluid around the implants, it's painful, and I've had infertility issues." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade unknown, "I found a lump, I've had 2 cysts growing on the implant, I've had fluid around the implants, and it's painful." The patient additionally reported "I've had infertility issues;" this event is not related to the device. Device remains implanted. This record is for the left side.